Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner unexpanded. Distal tip unopened but split. Scratches observed along hdpe. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints were confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification) likely contributed to the insertion inability, while patient factors (calcification) and/or procedural factors (device manipulation) likely contributed to the distal tip split. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft/introducer can be indicative of the presence of vessel calcification. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage, if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within an 27mm edwards perimount surgical valve, in aortic position by right transfemoral approach. During the procedure, a first esheath was used but insertion was unsuccessful due to calcium and it was removed. Upon withdrawal, cuts and gouges were noted on the blue portion of the esheath, likely caused by contact with calcium. A second esheath was prepared to continue the procedure. As per medical opinion, the perceived root cause of the resistance event was vessel calcification and mild tortuosity. As per pre-decontamination evaluation, the distal tip was found to be split.

Manufacturer narrative:
Reference no. (B)(4). This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.